Event description:
The customer contact reported during testing a the user facility, the device touchscreen was out of calibration. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen was responsive but it was observed that the key alignment was slightly off-centered. This was due to fluid ingress which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel